Event description:
It was reported that during an ipg repositioning procedure on (B)(6) 2024 (related manufacturer reference number:1627487-2025-00063) after the monopolar plasma blade was used the ipg was out of the surgery mode and lost connection with the clinical programmer. Troubleshooting was able to reestablish connection and set the ipg back into surgery mode. Reportedly, the ipg was set into surgery mode prior to the procedure. Post op the ipg was programmed, and connection was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.